Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen therapy for severe spasticity via an implantable infusion pump. The patient's medical history included a c1/2 spinal cord injury. It was reported that the patient had many surgeries over the years on their pump and intrathecal catheters. The consumer inquired if there was a recommended level of catheter placement for a high level injury. The consumer also inquired if placing the catheter at a high level causes cognitive issues. The product information, drug information, other medications, pertinent medical history, type of surgeries, onset, and symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.